Manufacturer narrative:
Additional information: site telephone: (B)(6). A getinge fse was dispatched to evaluate the unit. To fix the issue, the fse replaced compressor, and performed all functional and safety checks to meet factory specifications. Returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received defective part with a reported unit failure of a failure code #14. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor into the cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Tested extensively for 4 hours with no issues. Fat could not verify the reported failure. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) unit displayed error message # 14. There was no patient involvement reported.